Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 3 of 3. The baxter technical service representative (tsr) advised the home patient (hp) to let the registered nurse (rn) know about the alarm. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.